Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.

Event description:
It was reported that post op of a laparoscopic gastric bypass procedure performed on (B)(6) 2011 the patient was taken back to the or post op with stomach bloating. The surgeon performed a laparoscopic exploratory procedure on (B)(6) 2011 and found a blood clot at the jejunojejunostomy site where the staple line was originally placed with x-ray; there was no staple line leak; the staple line was complete. The surgeon removed the staple line area and performed a second anastomosis. The patient was sent back to their original room for recovery and did not require the ICU staging area. The patient did require an extended hospital stay and is stable at this time. The patient was originally scheduled to go home on (B)(6) 2011. No information was provided for the original procedure at this time. Device was discarded. Surgeon stated that the original device fired as intended and he feels this just was an unfortunate result from the surgery.